Event description:
During an electrosurgical procedure, the pt return pad was applied to pt. Pt felt sensation at pad site. Upon removal of pad, a red mark was left on skin. Pt was given steriod creme.